Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the pump touch screen was intermittently unresponsive as well as delayed in responding to presses. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.